Event description:
The facility representative reported an infusion pump with failure code 810:04. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 17 2007. Evaluation summary: the condition of fail code 810:04 was confirmed. This fail code was caused by the air in line printed circuit board being out of calibration on channel a. The channle a air in line circuit board was recalibrated.